Event description:
It was reported that the needles could not be separated after blood collection. The nurses pricked their hands during separation and could not open them with forceps, resulting in a waste of the patient's blood. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 23-sep-2024. Investigation summary: received for investigation a bag containing a syringe, a sheathed needle and a non-ICU product of a plastic cup. No original packaging was included. To evaluate the customer's complaint the needle was assembled to the provided syringe barrel by firmly seating the needle to the to the syringe luer lock using a push and slight twisting motion. The hypodermic needles attached and disengaged from the syringe luer lock connection with some difficulty. The blue sheath/hub was examined under magnification, but no damages were detected. This needle is a supplied item. It is unclear whether it came damaged from the supplier, damaged during the assembly process, or improper handling during blood collection. The complaint information does not allow to confidently state if the instructions were completely followed by the clinician. Although no damage on the needles was noted, the customer's issue with an inability to unscrew the needles could be confirmed with the provided sample. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.